Event description:
Additional information was received which reported that therapy was effective.

Event description:
It was reported that during an implant procedure it was found the ¿middle part of the lead was bent after removing the guide.¿ it was stated the lead was replaced at that time. It was noted there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead found all conductor coils were crushed 9.7cm from the distal end.

Event description:
Additional information was received which reported that the physician used a burr hole ring and cap during the procedure.